Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke on the endowrist one vessel sealer instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's snake wrist cables to be broken. The snake wrist cable was observed to be sticking out from the wrist. The blade in garage had visible bio debris. There was no damage to the conductor wire. Failure analysis investigation also found the instrument's snake wrist to be dislodged. The snake wrist was dislodged from the side where the broken cable occurred. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found.